Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during advancement of the 2.75 x 33 mm xience xpedition stent delivery system to the heavily tortuous, heavily calcified, 90% stenosed, de novo, distal left anterior descending artery (lad), anatomical resistance was met and the proximal shaft was separated. The device was removed without issue and a different 2.5 x 33 mm xience prime stent was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported inflation issue and detachment of the device were not confirmed. The balloon fully inflated and held pressure and the hypotube was not separated as reported. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inflation issue and detachment of device; however, the reported failure to advance appears to be related to the operational context of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the balloon was not inflating. No additional information was provided.